Manufacturer narrative:
During evaluation of the customer's device it was observed that the device was missing its lid magnet. After replacing the lid and the battery, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that their device doesn't recognize when the lid is open. During evaluation it was observed that the device was missing its lid magnet. In this state, the device would not detect the lid being opened or closed, and therefore would not automatically power on or off which can lead to a use error resulting in a failure to deliver defibrillation. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker further evaluated the replaced lid at the product analyses center (pac) and the cause of the reported issue was determined to be due to the slightly bent bracket which caused the magnet to become dislodged.

Event description:
The customer contacted stryker to report that their device doesn't recognize when the lid is open. During evaluation it was observed that the device was missing its lid magnet. In this state, the device would not detect the lid being opened or closed, and therefore would not automatically power on or off which can lead to a use error resulting in a failure to deliver defibrillation. There was no report of patient use associated with the reported event.